Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the probe did not detect cell size. Since the event occurred out of box, there was no patient involvement during this event.